Event description:
It was reported that after implant of a new pulse generator there was right atrial oversensing noted, particularly with arm motion and isometrics. A setscrew problem was found. The device and atrial lead remain in use and further intervention is not planned. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.